Event description:
While priming f3 dialyzer with normal saline as per policy, leakage noted from arterial header. The dialyzer was discarded and a new f3 dialyzer was setup prior to patient arrival. There were no further problems.